Event description:
Reporter alleged that compact blood glucose test strips were labeled with an expiration date of (B) (6) 2009. The MFR's records show the actual expiration date to be (B) (6) 2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.